Manufacturer narrative:
Analysis was normal.

Event description:
It was reported that the lead exhibited an impedance and sensing anomaly. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.